Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be send upon completion of investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was with a sticker saying "damaged, do not use" at the time when customer bought it. The bearing in the head probably fell out and heard metal rubbing against metal, and it does not provide pressure. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g1 contact person, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer evaluated the unit. The fse stated the compressor fell apart. The fse suspected that the bearing in the head fell out. Metal rubbing against metal was heard, and it would not provide pressure. The fse replaced the compressor, npt muffler, and the 100 micron muffler. A technical inspection was performed. The unit was in working order. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received the following parts scroll compressor, muffler, muffler with a reported unit failure of malfunctioning scroll compressor. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed muffler in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual revision r. The failure analysis and testing department found that the compressor is rattling and making a grinding sound. The compressor is defective. Retaining the scroll compressor in the fat dept. Per procedure rev at. The most probable root cause is debris or excessive stress or fatigue.